Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a noise coming from the universal surgical manipulator (usm) holding the endoscope, combined with the larger sized uterus (B)(4), led to the procedure being converted to open. The system was inspected prior to use, and there was no issue identified. The procedure had been in progress for approximately an hour when a noise was heard coming from the usm holding the endoscope. After the noise was heard, the usm was not functioning properly; and with the size of the uterus being larger than expected, the surgeon felt uncomfortable proceeding robotically, and the case was converted. The procedure was completed, and the patient tolerated the conversion.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the conversion was due to a large sized uterus and the noise from the universal surgical manipulator holding the endoscope. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs and verified the customer reported complaint, that the embedded camera manipulator (ecm) had an insertion issue. The ecm was replaced, and a sine cycle was performed; the system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Intuitive surgical, inc. (Isi) did receive the ecm3 to perform failure analysis (fa), and confirmed the customer reported complaint; and was able to be reproduced during sine cycle test. During evaluation, fa found that the link 3 ground straps loose, the cannula switch was sticking, axis 3 was jammed and a high pot to encoder error signal was observed along axis 3; damage was also found to the carriage top cover and to the camera ring bearings. The axis 3 motor will be replaced. A review of the site's system logs for the reported procedure date was conducted and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.